Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bleeding, and other. It was reported that the patient underwent resection of extruded vaginal mesh and primary repair on (B)(6) 2008 due to erosion of vaginal mesh. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that following insertion the patient experienced organ perforation. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.